Manufacturer narrative:
Allegation was that the head section would only raise 25 degrees. Account ordered replacement (B)(4). Account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Complaint received alleged that the head section of the bed would only raise 25 degrees.